Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they've been going through a lot of pain a week or so ago. Pt mentioned they reached out to a manufacturer rep this wednesday and pt asked the rep if they can change the therapy rates and the rep informed the pt not to since the pt doesn't "know the formula" for the base and prime. Agent reviewed information on group therapy settings with pt. Pt also mentioned that they're having problems with the nurse at the clinic; pt added they thought the stimulator moved and something felt different in there. Pt mentioned that they have their doctor's appointment in 2 weeks. During the call, pt confirmed that they got 3 manuals hard-copies. Pt mentioned since they got the implant no one had explained much to them the things they needed to know. Agent reviewed general information about the 3 manuals they received.